Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on march 13, 2012, a customer contacted roche diagnostics and reported an incident for which no date was given. Customer states she fell and broke her pelvis because she was dehydrated and her blood glucose was low. She was using a one touch meter at the time. The one touch meter mentioned is not manufactured or imported by our firm. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).